Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6) year-old, female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, a motor stall was seen upon interrogation and had not yet recovered. It was reported the patient recently had a magnetic resonance imaging (MRI) at an unknown time. The patient was in hospice and then was sent home. No patient symptoms were reported. No pump alarms were reported. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, the reason for the MRI, the results of the MRI and actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp was wondering if the pump was operating. The patient was reportedly last seen by the managing physician in (B)(6) 2015, and they knew that the pump was nearing end-of-life. Based on the implant date, the pump would have been at end-of-service in (B)(6) 2015. It was reported that the patient had a history of congestive heart failure and chronic obstructive pulmonary disease. Due to this, the patient's medical condition worsened, she was not medically stable enough to have the pump replaced. There were no patient symptoms reported. It was stated that the pain pump was used for chronic back pain. The pump was being used to deliver morphine in (B)(6) 2015 and at the time of report [(B)(6) 2016].

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had been in hospice since (B)(6) 2015 and was unable to be transported. The hcp had not been able to read the pump or address any of the reported issues, but the doctors at the hospice facility were aware, and the patient was receiving oral medications. The hcp planned to see the patient as soon as she was able.